Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: we did receive performance data collected from the device. The programmer data shows the time of elective replacement indicator (eri) on (B)(6) 2012. Eri was less than or equal to 2.62 volt. The weekly battery voltage trend data shows battery was 2.64 to 2.61 volts between (B)(6) 2012. There were two battery voltage alerts on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) did not meet expected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.